Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate an (B)(6) year old male patient, the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the multi-function cable and both performed to specification. The device was recertified and returned to the customer. Review of the device history logs indicated that the device was not charged for shock during a patient event. The only recorded incident of a charge for shock occurred during a successful performance of a 30 joule test. Additionally, the logs showed that the device was in lead view the entire patient event and was only switched to pads view during the 30 joule test. Analysis of reports of this type has not identified an increase in trend.